Event description:
There have been multiple events with similar themes. Nursing is hanging tube feed with the kangaroo pump. When the patient settings are cleared to begin a new patient, the mode does not clear: intermittent vs. Continuous feed. If the pump was last used on intermittent mode, this does not clear. The default number of intermittent feeds is 1. Assuming that the pump has returned to continuous mode, nursing is assuming the patient is getting the hourly rate, when the pump is really delivering only one bolus over many hours. We found that even when the pump settings are cleared for the next patient to be programmed, everything is cleared except the intermittent mode. This has to be manually changed to continuous mode which is the step that is being missed. Biomed has reviewed these events and there is no way to have the mode clear when you are clearing the patient settings. The lettering for intermittent vs continuous is also really small and easy to miss on the screen which may be a contributing factor.